Event description:
Customer reported, the system is producing dark images and intermittently will not produce an image.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps1 power supply. System operates as intended.